Manufacturer narrative:
A field service engineer (fse) performed a vacuum test that failed to meet specifications. The fse replaced the vacuum valve, peristaltic pump tubing, and re-ran the vacuum test but the test still failed. The fse replaced the vacuum pump and the vacuum test passed within specifications. The fse primed instrument fluidics and verified hardware by performing system check and qc; both of which passed within the customer's established limits. Hardware is the root cause of this event.

Event description:
A customer called hotline and reported that a fluid was leaking from the access 2 immunoassay system. No injury to the user has been reported.